Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation determined the reported difficulties and subsequent treatment appear to be related to the operational context of the procedure. The separated portion of the guide wire was embedded in the vessel. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D9 - device available for evaluation updated from ¿yes¿ to ¿no¿.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the right tibial peroneal trunk with 100% stenosis, heavy calcification and heavy tortuosity. The hi-torque (ht) proceed guide wire failed to cross due to the anatomy and about 1cm of the tip separated inside the patient. There was no resistance during removal. There was no attempt to retrieve the separated portion and a stent was later implanted to crush the separated tip in the vessel. Another ht command 14 es guide wire was used to complete the procedure without issues. There was no adverse patient sequelae and there was no reported clinically significant delay in the procedure. No additional information was provided.